Event description:
It was reported that during a spinal surgery, it was observed that the motor device "would not accept the attachment". The reporter clarified that the "pin was off center". There were no delays to the surgical procedure as an identical spare device was available for use. The surgery was successfully completed. No injuries, medical intervention were reported. The event date was unknown. Although the reporter stated the event occurred in (B)(6) 2013. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment was performed which confirmed the complaint. The assignable cause was determined to be normal wear and use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.